Event description:
As reported, in 2008, this patient underwent endovascular repair of a thoracic aortic aneurysm using a gore tag thoracic endoprosthesis. During surgery, the patient's left subclavian artery was unintentionally covered. The patient is recovering without treatment. Post-operatively, the patient developed unrelated cardiac arrhythmia and was implanted with a pacemaker four days later. The arrhythmia subsided the day of placement.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.